Event description:
Resident being lifted and moved using the arjo maxilift. Medium sling used. Sling applied to resident between legs and eyelets hooked securely and appropriately to all lift hooks. Resident moved and slipped through (entire body) the right leg hole and onto the ground, striking the leg of the lift. Sustained a fracture to her left tibia and fibula.